Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a change in therapy effect. The patient had a change in tone and the healthcare provider (hcp) wanted to access the side port to rule out a catheter problem. The device system was used to deliver baclofen. It was later reported that the patient experienced an increase in tone in her arms since december. The patient had pump pocket itching and more spasms gradually. The side port was accessed and clear fluid was withdrawn with some effort. A pump series x-ray was done, which showed the tip. Due to the catheter style, the hcp was unable to check or see the path of the catheter. It was noted that this was much less helpful for diagnostic help. The hcp very much preferred the catheters that showed up on x-ray. This issue complicated the care and contributed to multi-state care being needed. At the time of this report, the patient was doing better on a higher dose of baclofen with flex mode.